Event description:
The doctor stated that the patient received a medpor mandibular angle/inferior border implant approximately 18 months ago without complications. The doctor stated that recently the patient developed a facial infection in the area where the implant is located. The doctor stated he could not determine a cause of the infection. The doctor stated that the patient requested removal of the implant. The doctor requested information on the removal of medpor implants. The doctor contacted a surgeon who has many years of experiences with medpor implant placement and removal. The doctor removed the implant and stated that the infection seemed to manifest at the anterior extension of the implant near the osteotomy where there was presence of a gelatinous mass but it could not be determined what caused the infection and he could not isolate it to the implant because of the location. The doctor stated that the patient is doing fine.